Manufacturer narrative:
It was reported that proximal funnel end was stick together and did not open. Through the attached photo, it is confirmed that the proximal end was not expanded normally. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Even though the photo was attached, it is hard to know the stent positioning exactly, and the information related to stent insertion time and condition of patient's lesion etc. Also, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure and the device was not returned. However, based on fully expanded stent body in the attached photo, it is assumed that the stent was temporarily expanded slowly due to the patient lesion's pressure and curve, so the doctor has judged stent expansion failure. Through the user manual by taewoong, it is stated that a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
Dr. Perform eus and implantation of giobor stent to left hepatic duct. The implantation was smooth and successful. However, the proximal funnel end was stick together and did not open. The removal of the delivery system was very difficult and the stent was pulled out a little bit. Dr try to use balloon dilator and plastic stent pusher but they could not passed through. Finally he used biopsy forcep to create some holes on the external portion of the stent to allow the out-flow of bile.